Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the anvil was titled but stapler never fired. The surgeon noticed the colon was twisted and used the robotic arms to untwist. Once the surgeon untwisted the proximal end of colon it was noticed that the colon surrounding the stapler had been twisted. The doctor the opened the stapler cartridge head from the attached anvil for repositioning. It was then noticed that the anvil was tilted as if the stapler has been fired, however the resident doctor stated that the stapler was never fired and that the safety lever was never moved. The resident doctor then kept the stapler with the exposed trocar spike in place while surgeon removed the titled anvil and replaced it with a new anvil which was used to create the anastomosis. There was no patient injury.